Event description:
It was reported the pt's recharge burden had increased (B)(4). The pt eventually lost stimulation and the ability to establish communication between the ipg and external devices (charging system and pt programmer). Add'l charging systems and pt programmers were tried to no avail. The ipg was explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.